Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 53 mg/dl. During troubleshooting, the customer's mother received a failed battery test when the battery was inserted. The customer was advised that they would be sent a replacement battery cap. Customer's mother declined troubleshooting for low readings. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm noted during the testing. (B)(4).